Event description:
It was reported that the left monitor on the 9900 system went blank during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service.